Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After the surgeon completed reaming and impaction of the acetabular cup, the surgeon claimed that the cup was placed retroverted despite the mako system saying the cup was accurately placed.

Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding an inaccurate resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 353 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 10 other reported events ((B)(4)). Conclusion: the pelvic registration and log data from the case were reviewed. An analysis of system verification values was performed, and the verification values were found to be within acceptable tolerances. The analysis of pelvic registration indicates that picking the points inaccurately could introduce an error in the overall pelvic registration result, this inaccurate registration contributed to inaccurate cup version in cup impaction.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After the surgeon completed reaming and impaction of the acetabular cup, the surgeon claimed that the cup was placed retroverted despite the mako system saying the cup was accurately placed.